Event description:
A healthcare professional reported that a patient with toxic anterior chamber syndrome noted at a post operative visit after having a cataract surgery and intraocular lens implantation in the left eye. The patient was admitted to the hospital. Eye cultures were taken and were found to be clear. The patient is being treated with steroid eye drops and the condition is improving.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient (B)(4).